Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pump was making a high pitch noise and he can not do anything with it and the screen was frozen. The blood glucose was unknown. The customer stated that insulin pump had unexpected restart alarm. The customer stated that alarm cleared successfully. The customer stated that time was advancing. The device will not be returned for the analysis.